Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink luer activated devices disconnected from clearlink extension sets. This occurred during preparation for therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, pressure and clear passage testing were implemented and the devices performed per product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.